Event description:
On (B)(6) 2011, the pt was being treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Prior to implanting the excluder device, a coil embolization was performed for the internal iliac arteries on both sides. The pt's left external iliac artery was reported to be tortuous and calcified. During deployment of the trunk-ipsilateral leg component the contralateral gate was compressed by the wall of aorta and the ipsilateral leg. The physician unable to access the contralateral gate and an aorto-uni-iliac procedure was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.